Event description:
It was reported that the 2 intermittent catheters did not come with the water packet.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lack of operator training¿. It was unknown whether the device had met specifications. The product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the two intermittent catheters did not come with the water packet.